Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the tube's end does not fit the connector. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Corrected data: (B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation; therefore, a sample was selected from current production at the manufacturing facility. A visual exam was performed and no defects were observed. A simulation was performed and it was found that there were no fitting issues between the 15mm connector and the 22m swivel connector. The complaint could not be confirmed. There is a 100% inspection during the assembly process at the manufacturing facility; therefore, a defect of this type would be detected prior to release. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the tube's end does not fit the connector. The patient's condition is reported as fine.